Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for unknown lcp recopl 3.5 straight 12ho ti /unknown lot number. The 445.122, device is not distributed in the united states, but is similar to device marketed in the USA. (B)(4). Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient underwent an operation for a device that broke post-operative, for a mid-shaft clavicle fracture. The patient returned to the or on an unknown date with a broken implant, which was explanted, the cause of breakage was unknown. This complaint involves one part. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Brand name was reported. Lcp recopl 3.5 straight 12ho ti. (B)(4) was reported on initial medwatch report #(B)(4) and was utilized for revision surgery to remove the broken plate. The date the plate broke post-operatively is unknown. It is unknown if the plate was discovered to be broken on (B)(6) 2016 or if this was the date of the revision surgery and removal of the broken plate. Requests for additional information and clarification were made by synthes; however, a response has not been received as of the date of this report. The complained device is not expected to be returned to the synthes manufacturer for evaluation at this time. If the complained device is received, this complaint will be reopened and additional information will be reported. Device is not distributed in the united states, but is similar to device marketed in the USA. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.